Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup mode following magnetic resonance imaging (MRI) scan despite proper device procedure being followed. Defibrillation therapy was disabled during reset. The device was able to be successfully restored. The patient was stable and asymptomatic.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup mode. Tachy therapy was disabled. The device was able to be successfully restored. The patient was stable and asymptomatic.